Event description:
It was reported that during a stenting and angioplasty procedure, there was movement of the stent markers following deployment. The area being treated were multiple long, diffuse lesions in the moderately calcified, mildly tortuous iliac artery coming off of the aortic bifurcation. At the intended location site, the vessel diameter was approx 6 to 7 mm. As the vessel was fully occluded, a subintimal channel was created. Two epic vascular stents were deployed in a kissing fashion, a 8x82x75mm in the left iliac and this 8x80x75mm stent in the right iliac. Following deployment, it appeared that the radiopaque markers of this stent moved into the aorta, with the markerband rotating 90 degrees to the left. The stent was noted to be fully deployed and well apposed prior to the movement. Two further stents were placed proximal in the left iliac. Flow was good and the procedure was completed. Patient status was reported as 'stable'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.